Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2017-03170. This report is being submitted as additional information. The history of driveline infection on (B)(6) 2017 was captured under MFR report number 2916596-2017-02245. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 2 years. Manufacturer's investigation conclusion: a direct correlation between the device and the report of driveline infection and sepsis could not be conclusively established through this evaluation. No device-related issues were observed that would have contributed to the reported events. The pump was returned assembled with the pump cable severed approximately 8¿ from the pump header. The remainder of the pump cable was returned in a segment measuring approximately 18¿. The sealed outflow graft was returned attached to the pump cover outlet port with the outflow graft bend relief unengaged. The apical cuff was returned unattached from the cuff lock. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The device was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas instructions for use lists driveline infection and sepsis as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted and treated on (B)(6) 2017, due to sepsis associated with driveline infection. The blood culture was (B)(6) for serratia marcescens. The patient was upgraded to status 1a on the transplant list due to driveline infection. The patient underwent routine transplant on (B)(6) 2017.